Manufacturer narrative:
One portex® bivona® adult tts¿ tracheostomy tube was returned with the airway inflation balloon completely detached from the airway line. Upon inspection, the airway line was found to be stretched near the failure point leading the investigation to conclude that excessive force was applied to the airway line causing the balloon to eventually detach from the line. All cuffs and balloons are 100% leak tested prior to packaging. The investigation did not reveal any intrinsic manufacturing defects. The root cause for the leak is unknown.

Event description:
It was reported that a portex® bivona® adult tts¿ tracheostomy tube had a cuff leak. Three days after a new trach tube was inserted, the caregiver suctioned the patient. As the caregiver inserted water into the balloon, the balloon came out of the trach tube from which water started to drain out. An emergency nurse responded immediately and replaced the device with a spare. No permanent adverse effects reported.